Manufacturer narrative:
During an internal review process, heartflow identified a different result than that which was originally provided and informed the ordering physician on (B)(4) 2018. The investigation for heartflow ID case# (B)(4) identified a potential false negative result in the left anterior descending artery (lad). This was due to analyst error; when corrected, the reassessment of the analysis showed a decrease in the ffrct value from 0.83 to 0.67 at the dlad. On (B)(6) 2018, the physician reported the heartflow analysis was updated, informed the interventional cardiologists and further reported no concerns with the patient. No additional follow-up is expected.

Event description:
Heartflow identified a potential false negative result.